Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was moderately tortuous and moderately calcified, which likely contributed to the experienced rupture. The balloon catheter was returned with blood and contrast in the inflation lumen, the guide wire lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon approximately 3 mm distal to the proximal balloon shoulder. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is possible that the balloon material was damaged (scratched) and became weakened from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was in the moderately tortuous and calcified circumflex. After intra-vascular ultrasound (ivus) was performed, pre-dilatation was attempted with the 2.0 x 30 mm mini trek, but the balloon ruptured at 12 atmospheres during the first inflation. The procedure was continued using a non-abbott balloon catheter. No patient effects were reported. No additional information was provided.